Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional. During servicing it was determined that the electrode belt failed the therapy electrode recognition test.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes, therapy electrodes non-functional) was confirmed. As received, the electrode belt failed the therapy electrode recognition test. Upon evaluation, there was an open pulse wire in the cable connecting front therapy electrode (te) and ECG electrode a. The cause of the reported non-functional ECG electrodes, non-functional therapy electrodes and test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged open pulse wire.